Manufacturer narrative:
No issues with control results were seen. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys vitamin d total ii assay (vitd) on a cobas 6000 e 601 module (e601). Of the two samples, one had erroneous results that were a reportable malfunction. The erroneous results were not reported outside of the laboratory. The customer noted that the same issue occurs sporadically for an unspecified number of patient samples. The sample initially resulted as 100.0 ng/ml accompanied by a data flag. The instrument changed to a new system reagent bottle and then the sample was automatically repeated by the analyzer, resulting as 57.28 ng/ml. The sample was repeated a second time, resulting as 17.31 ng/ml. The sample was then repeated ten times to check precision, resulting as follows: 17.24 ng/ml, 15.30 ng/ml, > 100.0 ng/ml, 18.05 ng/ml, 18.63 ng/ml, 17.85 ng/ml, 57.55 ng/ml, 51.64 ng/ml, 17.52 ng/ml, and 27.11 ng/ml. No adverse events were alleged to have occurred with the patient. The customer performed precision studies with control material and the results were good. The customer stated that the doctors who requested vitd testing were notified that the vitd results are questionable. The customer stopped using the test. The vitd reagent lot number was 298228. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.